Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the user was attempting to utilize a barrx90 ablation catheter. When the user inserted the catheter into the patient, it was noted by the user, the patient had a large diameter esophagus. When the user attempted to deploy the catheter within the esophagus, the probe curled. The physician reported challenges while trying to remove the probe from the patient. Several maneuvers had to be made in order to remove the catheter from the patient. The procedure was aborted and no ablation was achieved. There was no patient injury.